Manufacturer narrative:
Section a4: patient weight is unknown. B3-date of event is estimated.

Event description:
It was reported that during an unrelated procedure the ipg was not placed in surgery mode and later on was unable to communicate with programmer. Next course of action is unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicated company manufacturers met patient and able to successfully connect and reprogram the system.